Manufacturer narrative:
Investigation summary: bd received 50 samples for investigation. Thirty (30) of the samples were evaluated by functional draw testing and the indicated failure mode for hole in tubing with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to hole in tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® push button blood collection set, the customer detected a hole in the tubing of (4) devices, causing blood to leak to the floor. No patient impact reported.

Event description:
It was reported that during the use of bd vacutainer® push button blood collection set, the customer detected a hole in the tubing of (4) devices, causing blood to leak to the floor. No patient impact reported.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.